Manufacturer narrative:
(B)(4). Date sent: 10/13/2025. D4: batch #a97a05. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired with several b-formed staples on the reload deck. Upon analysis, the device can be introduced/removed through the trocar. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, the device articulate as expected: however, the device would not fire. Upon disassembling, the pcb was noted to be non-functional and black flash was noted along of the pcb. The event described of instrument compatibility and difficult to open could not be confirmed as no issue related to instrument compatibility was noted and the device opened and closed without any difficulties noted. The damage to the pcb is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. A manufacturing record evaluation was performed for the finished device batch number a97a05, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic rectal resection, the articulation did not return and bend after the rectum was slightly bent and resect with a gst60d. They used the home button but did not improve the condition, and the manual override was also performed. The trocar was removed and the surgery was completed. There were no adverse consequences to the patient. No additional information provided.